Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced packaging issue on (B)(6) 2025. The packaging was reported as not sealed properly misshaped and packaging was not intact. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15383), was submitted on 18-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 24-aug-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008717, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008717". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. DHR review: the lot 6008717 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 24-aug-2024, with a total of (B)(4), units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.